Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during the preparation of the set for the procedure, the ev1000 power supply cable was damaged beyond repair due to a possible fluid ingress. No sparks or smoke was reported but there was evidence of melted plastic on the power supply cable. There was no report of patient or hospital staff compromise and no other system-related devices were reported as suspect.

Manufacturer narrative:
One ev1000 power adapter cable was received for evaluation and the device history record was unable to be performed as the serial number is unknown. Examination of the returned cable confirmed the customer's complaint it was observed that the power cord connections and the power supply leads were burnt due to fluid penetrating the inside of the power port connection. It was not possible to connect the power cord to the power supply for further testing due to the damage sustained. A corrective and preventative action has been generated to address this issue. No further actions will be performed at this time. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.